Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant: d284drg implantable cardioverter defibrillator (B)(6) 2010 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead had small r-waves, high pacing threshold, and t-wave oversensing (twos). The lead was explanted and replaced. No patient complications have been reported as a result of this event.